Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv0296 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility via the sales rep that they had a 4fr dl provena that leaked where the hub met the tubing. They stated that they tried to do an over the wire exchange and it didn't work, so they had to re-access the other side, which upset the patient as there was bruising and swelling.